Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08137, 2134265-2015-08257. It was reported that an automatic pullback failure occurred. The target lesion was 90% stenosed. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that it was unable to perform automatic pullback. Then pullback was attempted again; however, it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.